Event description:
Additional information received on (B)(6) 2016 from a healthcare professional (hcp) stated patient was scheduled urgently to be refilled. To resolve the pump alarm, the pump was refilled and the pump was reprogrammed. The cause of the pump was determined and was stated there was a 2 day delay at the pharmacy for prescription of the medication due to the change in physician. The pump alarm was said to have been resolved. It was noted before refill patient was receiving hydromorphone (dilaudid) 10.0mg/ml for a total dose of 2.965mg/day and after the re fill and pump was reprogrammed patient was receiving hydromorphone (dilaudid) 10.0mg/ml for a total dose of 2.887mg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for non- malignant pain and chronic low back pain. The patient reported that on (B)(6) 2016, the pump was alarming/beeping, the patient stated that she was scheduled for a refill on (B)(6) 2016 but the clinic cancelled stating they did not have the medication to refill the pump. The patient also noted that the health care professional wanted to discontinue use of the pump and was decreasing the pain medication. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.